Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that he had excessive no delivery alarm. Customer's blood glucose was 119 mg/dl. The customer was advised that in order to troubleshoot their pump, set and reservoir we may request that they change set and/or reservoir. The customer was advised to disconnect from the pump. The customer was advised to try a new reservoir with the current set. The customer was advised to manually push plunger and verify exits the tubing. The customer was advised to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. The customer could not make it work after repeating plunging. The customer had to try an entire ew reservoir and set and it seems to work. The customer was advised to return and replace sets and reservoirs.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.